Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The lvad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. While the root cause of the event cannot be conclusively determined, with review of the available information there is no evidence to suggest a relationship to any device performance or manufacturing issues. Factors which may have contributed to stroke in this patient include pre-existing comorbidities and oral anticoagulation therapy. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site that the patient was in rehab and found to be aphasic and was transferred to the hospital. Emergent imaging confirmed large left brain hemorrhage. On warfarin (dosage unknown).